Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from a patient implanted for non-malignant pain. The patient reported that their implantable neurostimulator (ins) is dead and they had no telemetry with recharging. The patient stated that they haven't had their device on for about a year. They mentioned that they want the device removed but their physician is requiring them to get the ins charged before considering explant. The patient was redirected to follow-up with their healthcare provider. No further complications or patient symptoms were reported or anticipated. On 2019-jun-25, additional information was received from a manufacturer representative (rep) reporting that the patient¿s device was overdischarged. It was reported that the patient could not get good coupling and it was indicated that the stimulator did not feel parallel to their skin. Factors contributing to the reported issue was the patient¿s compliance. It was indicated that recharging took so long that they gave up and let the stimulator die. The rep was able to jumpstart the stimulator. An antenna locating feature was then used and several recharging attempts were made but the rep was not able to get a good coupling signal. It was indicated that a pocket revision planned but not yet scheduled. The issue was not resolved at the time of the report. It was indicated that the patient had a medical history of failed back surgery syndrome, smoking, and gastro problems. The patient¿s weight was asked but was unknown. The event date was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the device did not work and the patient wanted to have it removed. The patient said the ins won't stay charged. She said it¿s not even working and she¿s having a lot of pain with it. The patient said the device hasn't worked. The patient said it worked for a couple of months and after that it has never been charged. The patient said they tried to help over the phone, but they couldn't do it. The patient said a rep came to the office because they wanted the ins to work, but it still didn't work. The patient said she was starting to have pain again. The patient said they tried to jumpstart the ins and got it going, but it wouldn't stay charged. The patient said the ins was bent inside the patient and the patient didn't want them to move it, but they wanted the ins out. The patient reported she had pain that started 7-8 months prior to the report. No further complications were reported.